Event description:
It was reported that the wire was snared to remove. A 1.25mm rotalink plus and two 330cm rotawire guidewires were selected for use. During the procedure, rotalink plus did not advance midway through the wire, and when checked afterwards, the wire was found to be kinked. It was unknown whether the kink was due to the burr being inserted or the kink was already present and prevented the insertion. The kinked wire was snared to remove. Then, the wire was replaced and a second wire was advanced by knuckle wire technique. It was noted that the second wire felt slightly wavy and became separated a few centimeters at the tip after rotation. The burr was noted intact upon removal. The separated fragment was retrieved by snare and the procedure was completed with another of the same rotalink plus device. No patient complications were reported. It was further reported that the physician tried to perform ablation with 1.25mm rotaburr and rotawire. However, rotaburr insertion was difficult, so it was removed. The rotawire was also removed, and kink was observed. The kinked rotawire was just pulled out from the patient's body and both rotaburr and rotawire were replaced. Then, the new rotawire was inserted, and ablation was performed with the new rotaburr. After ablation, the rotawire became separated. The separated part of the rotawire was removed by snare.

Event description:
It was reported that the wire was snared to remove. A 1.25mm rotalink plus and two 330cm rotawire guidewires were selected for use. During the procedure, rotalink plus did not advance midway through the wire, and when checked afterwards, the wire was found to be kinked. It was unknown whether the kink was due to the burr being inserted or the kink was already present and prevented the insertion. The kinked wire was snared to remove. Then, the wire was replaced and a second wire was advanced by knuckle wire technique. It was noted that the second wire felt slightly wavy and became separated a few centimeters at the tip after rotation. The burr was noted intact upon removal. The separated fragment was retrieved by snare and the procedure was completed with another of the same rotalink plus device. No patient complications were reported.